Event description:
It was reported that during a laproscopic assisted distal gastrectomy procedure, the tissue pad broke off. Another device was used to complete the case. No patient consequence was reported.